Event description:
In 2004 pt underwent laparoscopic colon resection. Ethicon endopath ils ecs 33 used for stapled anastomosis of colon. No evidence of anastomosis leakage prior to closure. 3 days later pt febrile with abdominal pain and diarrhea. Abdominal cat scan indicated free air in abdominal cavity and free extra vasation of contrast. Pt underwent laparotomy operative report indicates 2mm opening interior portion of eea staple line of anastomsis with two eea staples noted to be only partially closed. Anastomosis leak repaired with sutures.